Manufacturer narrative:
(B)(4). The device was not identified or returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is identified and returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump overinfused vancomycin to a pediatric patient in the pediatric emergency department. The spectrum pump was programmed to deliver vancomycin at a rate of 100 ml/ hour for 30 minutes, but infused the drug in 3 minutes. In result of the overinfusion, the patient vomited, but this was the only negative outcome that was documented.